Event description:
Same case as MFR#: 2134265-2010-00681. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. A 2.25x8mm taxus atom stent was implanted in (B) (6) 2009. Five days post the stenting procedure, the patient experienced a "bad reaction" which included: "dizziness, headache, feel like can't hold head up, drowsy, emotional, can't stand up but fall backwards, very weak, can't breathe, and has chest pains". A 2.25x20mm taxus atom stent was implanted in the mid left anterior descending (lad) artery in (B) (6) 2009. All of the symptoms are currently ongoing and are worsening with time. The patient stated her allergist determined these reactions were due to the drug on the stent. Upon follow-up with the physician, the patient reported to be experiencing intermittent dizziness and lightheadedness, not sleeping, chest pain, and possible intolerance to nickel. The allergist is unsure if the patient has a nickel allergy, but started the patient on prednisone and benadryl which may have to be taken daily for six months to one year.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).